Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information. That reporter alleges, that the use of one or more medtronic minimed 600 series insulin pumps resulted in high blood glucose values of 693 mg/dl. Troubleshooting was not performed. The customer could neither recall under/over-delivery of insulin nor any damage to the insulin pump's retainer ring. The customer was hospitalized as a result. No other information was available. It was unknown, whether the customer would continue the use of the insulin pump. The insulin pump will not be returned for analysis.